Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a tear in the silicone tubing of a peritoneal dialysis (pd) transfer set. This was observed during an unspecified process step of peritoneal dialysis therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury, however the patient was given intraperitoneal (ip) prophylactic antibiotics as precautionary measure. No additional information is available.